Event description:
Add'l info rec'd from MFR 4/8/05: based on the fact that the serial numbers(s) have not been provided, this limits the investigation and prevents steris from positively identifying an account. Therefore, this response is based on the info obtained, any info provided in the voluntary report and steris' knowledge of the product. A review of our records indicates two similar instances from one account that seem to correspond to this report. In the first event, a steris tech was dispatched to the account to inspect the table. The eval determined that the cause of the event was due to the user damaging the table by placing a pump of some kind on the table base causing damage and the unintended motion when they lowered the table into the pump. This damaged the auxiliary override switches. The base of the table has a label that states "caution-do not use table base for storage". The table was repaired by replacing the override switch assembly and staightening the brackets and table shroud. There was no report of injury at the time; this was case of use / user error in the form of not following the instruction provided on the label. In the second event, the motion was stopped by correctly activating the auxiliary override switches. Activation of any auxiliary switch overrides and shuts down the primary hand and optional foot controls and optional hermes voice control command capability. Steris also dispatched a tech in this event as well. The tech could not duplicate the problem, but his inspection determined that the socket where the hand control plugs in was damaged in that it would not latch properly. No other problems were found with the table. The socket was replaced and the table was turned back over to the user. With regards to the user's suggestion that should have an easily accessed kill switch in case of malfunction, circuit breaker cb2, located behind the manual foot pump pedal, functions as an emergency kill or on/off switch. It is placed in this location to help prevent accidental or inadvertent activation. This feature has existed on the table since its market release in 1988 (k882660) as the 3080 surgical table. The major difference between the 3080 and the 3085 is that the 3080 has a 500 pound max pt weight capacity and the 3085 has a 1000 pound pt weight capacity, which is accomplished by mechanical means. In summary, if our record search has identified the correct account, both events have been investigated, the root cause of both events has been identified, both events have been addressed and steris corp at this time does not see a need for further action.

Event description:
Immediately post colon resection, electrical surgical bed amsco model 3085sp began to malfunction and involuntarily fold up on the pt. Switches on the remote and bed switches did not work. Pt was pulled hastily from surgical table before it completely folded up. It required dismantling by bio medical engineer to get the motor to shut off. After repair and inservice by the hosp on the disable button another bed of the same model began folding up on a pt involuntarily who was in mayfield head tongs for cervical spinal surgery. The bed was deactivated by a disable button on base of bed before injury resulted. This button is difficult to access on the base of the bed an on the first occasion all buttons were useless. This bed is battery operated to function even during emergency power outages for extended periods of time and should have an easily accessed kill switch in case of malfunction.